Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a bacterial infection. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with an "anti-inflammation injection". At the time of the report the patient was not recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.